Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - correction g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction h6 codes: medical device problem code - correction h6 codes: type of investigation - correction h10: corrected data h11 additional narrative.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. On (B)(6) 2024 the patient called to request replacement sensors and reported an issue where the cgm (continuous glucose monitor) and pump did work as expected. She was a new cgm user and had experienced issues with sensor deployment in her arm. She was using the beta bionics device for display of the cgm values because her current phone model was not compatible with the cgm app. The patient mentioned that in june 2024 she had an issue where ¿the thing bent inside of me.¿ it could not be determined if the patient referred to the cannula that delivered the insulin or the cgm sensor wire. She realized she was not receiving insulin from the pump, and her blood glucose ¿went sky-high.¿ the patient experienced nausea, shakiness, blurred vision, thirst, and frequent urination. The patient called her doctor and was advised to go to the emergency room for treatment of diabetic ketoacidosis. The spouse brought her to the emergency room. Treatment included IV medication (insulin and fluids), and unspecified testing. During the event, the bg (blood glucose) was 900 mg/dl and no cgm value was specified. After several hours, the patient¿s bg level stabilized and she was discharged home (less than 24 hours later). At some point during the event, she received a replace sensor message, and upon removal the sensor wire was bent. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient´s bg increased to 900 mg/dl and there was no cgm value reported, but it was documented that the cgm was not working correctly. On 06/18/2024, the patient experienced nausea, shakiness, blurred vision, thirst, and frequent urination. The patient called her doctor and was advised to go to the emergency room as the patient was experiencing diabetic ketoacidosis. The spouse brought her to the emergency room. At the emergency, they performed some tests and treated the patient with IV saline solution and fluids. Pt was in the hospital for hours and came home the same day. The saline solution through IV drip and fluids. After some hours of the treatment the patient started to recover. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.